Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer also received a temperature alarm while in normal temperature conditions. Additionally, the pump shutdown unexpectedly. The customer's blood glucose was 165mg/dl. Reportedly, the customer successfully turned the pump on and resumed insulin delivery.